Event description:
It was reported the customer was in a bike accident and hospitalized. The customer was wearing the insulin at time of the event. The customer had surgery twice and his blood glucose was high. Troubleshooting was performed and the insulin pump passed the tests. The customer stated that his blood sugar level was fine before the accident.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.